Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated as a part of the investigation. During the evaluation, the user report was confirmed. A b30 scope communication error was present due to a flooded endoscope socket. Consequently, the contact points were weak connections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never use the video system center if an irregularity is observed. Damaged or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage¿ if an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement.¿ based on the results of the investigation, it is believed that the reported malfunction was caused by a defective scope connector. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that their olympus evis exera iii xenon light source was presenting a b30 scope communication error during procedure preparation. There was no patient harm or consequence reported as a result of this event.